Event description:
Event description guidant received information that this pacemaker was oversensing. Additionally, the patient experiences premature ventricular contractions and reported feeling short of breath.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. During testing, the device electrograms were monitored on the programmer. They were found to be stable and did not exhibit any baseline noise or over sensing. Normal device function was noted during analysis testing.

Event description:
Boston scientific received information that this pacemaker was oversensing. Additionally, the patient experiences premature ventricular contractions and reported feeling short of breath. The field representative reported that the pacing rate was increased, the post ventricular atrial refractory period was extended and the rate response feature was turned on, to improve the patient's shortness of breath. A technical services consultant suggested raising the atrial sensitivity to prevent oversensing. No additional information is available at this time. This event will be reopened if additional information becomes available or if the device is returned for analysis. Boston scientific received additional information that this device was explanted seven months after the oversensing was reported. The device was returned and placed on hold. Following the hold, analysis of the device was performed.